Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, inappropriate mode switching due to farfield oversensing and rising capture theshold were observed. The device was reprogrammed. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.